Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it may not have been removed due to imperfection of proper reprocessing caused by leakage at biopsy channel. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the air-feeding function - inspection of the objective lens cleaning function" "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿clogged channel¿. Brush and forceps restriction at instrument channel was noted during inspection. There were few additional findings. The labels of the endoscope were peeling. Leakage was noted in the biopsy channel. The insulation of the distal end cover failed. Black shadows/ vignetting was observed in the image. Switch button 1 and 2 had cuts. Kinks and scrape marks were found inside the channel. The device exhibited reduced angulation. The angulation knobs exhibited excessive play. Angulation works, but angulation control knob was stiff. The distal end cover had dents. The objective lens was chipped. The adhesive of the lens was peeling. The light guide lens had cracks. The light guide bundle was disconnected. The adhesive of the bending section cover was cracked. There was no air/water flow due to clogged nozzle with foreign object. Scope connector had scratches. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the channel of the colonovideoscope was blocked. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed, the nozzle was clogged with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.